Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #00047652 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 47-49 hrc and was found to be good. No nonconformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the head of the device broke during surgery after about eight months of usage. The procedure was extended approximately 10 minutes due to the event. No other information is available this is report 1 of 1 for com- (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the handle shows signs of usage and head is indeed broken as reported. The front part is even bent. Based on examination of the article it is likely that either that article came into contact with a hard surface and the head broke off or excess force may have been used when removing disc material during the discectomy step of the surgical procedure. A full review of the device history record was conducted for this lot number and this article was manufactured to specification in september 2009. We also conducted a review of our complaints data base and this is the only incident of this description on our system. No actual product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.